Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0umnz, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient never had therapeutic effect. The patient was not being able to make adjustment both with or without the antenna attached today. The programmer wouldn't do telemetry with or without the antenna. The consumer further reported that the patient had notified their health care provider (hcp) about their lack of effect when they saw the hcp on (B)(6) 2015. Replacement of the patient programmer did not resolve their lack of effect and the patient was not able to make adjustments with the antenna attached. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.